Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose 3 times the previous week with blood glucose of levels of about 360 mg/dl at the time of the incident. The customer was at 302 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump was under delivering as it was suspending. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.